Event description:
Type of injury: heat exhaustion. Duration of tanning exposure: 20 mins. Treatment at hosp. Pt had given blood earlier that day. Facility was told after pt tanned. It must have drained pt's energy. Later that night pt was feeling much better.